Event description:
Biomed is requesting an event log review to determine user programming. An "out of service" hospital report was generated stating "running fluids faster than programmed." Biomed has the devices and has downloaded the event logs. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.